Event description:
The device was used during a hysterectomy prodedure. Reportedly, the staple line did not hold. The surgeon performed a re-operation and manually sutured to correct the condition.

Manufacturer narrative:
1/29/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.